Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion due to high right ventricular (rv) lead thresholds. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.